Event description:
It was reported that the touchscreen was unresponsive. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the touchscreen response was off target after calibration. The customer was not able to select parameters correctly. The customer reported that the screen had been cleaned. The remote service engineer (rse) advised the customer to replace the touchscreen, and then provided the customer with the part number. The customer replaced the touchscreen.